Manufacturer narrative:
Event date is estimated. It was reported that the physician had to put 3 sutures in the patient midline incision because it had opened in the lower part of the incision. She has been on oral and topical antibiotics. Today the sutures were removed because it is healing appropriately. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000135687.

Event description:
It was reported that the patient required additional surgery on (B)(6) 2023 due to an open wound on the midline lead incision site wherein the wound was closed with 3 sutures. The sutures were removed on (B)(6) 2023 due to the wound healing appropriately. Patient was given oral antibiotics to complete the case.